Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine¿s temperature would not go up during heat disinfect mode. A fresenius field service technician (fst) was called onsite and replaced the heater rod and calibrated the heat control and the conductivity cells to resolve the issue. During repair, the fst found signs of thermal damage in the form of a dark spot on the heater rod. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The heater rod was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed to any other components. The machine has approximately 545 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Machine functional tests were completed and passed onsite after the fst¿s repair. The bmt confirmed that the machine has been returned to service without issue. The heater rod is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the heater rod and calibrated the heat control and the conductivity cells. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During repair, the fst found signs of thermal damage in the form of a dark spot on the heater rod. Therefore, the complaint event was confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine¿s temperature would not go up during heat disinfect mode. A fresenius field service technician (fst) was called onsite and replaced the heater rod and calibrated the heat control and the conductivity cells to resolve the issue. During repair, the fst found signs of thermal damage in the form of a dark spot on the heater rod. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The heater rod was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed to any other components. The machine has approximately 545 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Machine functional tests were completed and passed onsite after the fst¿s repair. The bmt confirmed that the machine has been returned to service without issue. The heater rod is not available to be returned to the manufacturer for physical evaluation.